Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited episodes of noise and low pacing impedance. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.